Event description:
The customer reported the ventilator alarmed due to oxygen not available during use on a patient. There was no reported patient harm. Upon evaluation of the device, the manufacturer's service technician reported the o2 manifold was not allowing the correct flow of o2 into the gas inlet on the unit. The service technician reported the customer would replace the o2 manifold to address the finding and complete the service. If the ventilator discontinues oxygen support it will continue to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient.